Event description:
Healthcare professional reported a lap-band port leak. The leak was first noticed during an adjustment fill when pt reported weight gain and no restriction. The physician noted "missing fluid." The port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a rapidport ez strain relief. No additional info has been reported to allergan regarding the serial number. Inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of inadequate weight loss as follows: "caution: insufficient weigh loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."